Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported output anomaly was confirmed. An arc mark was found on the device can and lead material was present in the arc. The cause of the anomaly was found to be due to a lead anomaly.

Event description:
The patient presented in clinic, low shock lead impedance was observed before the pc shock. Suspected that the ICD may be damaged. The device was explanted and replaced.